Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that only the radially expandable sleeves were received. They appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pediatric urology procedure when the trocar was being placed, the dilator "helicopters out". The dilator spins out of the sheath and cannot be put back in for use. A separate dilator has to be brought in and inserted to complete the case. There was no patient injury.

Manufacturer narrative:
On 03-may-2019 the rfr code was found to be incorrect thus changing the reportability decision from malfunction-reportable to malfunction-not reportable. If information is provided in the future, a supplemental report will be issued.